Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a guide wire tip detachment occurred. The lesion was located in the mildly calcified and mildly tortuous left circumflex artery. The pt2 moderate support j tip wire tip separated from the shaft of the wire and remained in the pt's left circumflex artery. No attempt was made to retrieve the tip. No pt injuries or complications were reported. The pt status is reported as "ok."

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.